Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error 25 alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to cold solder joint on u1 keypad assembly. Unit was received with scratched case.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was done for power error detected alarm. The insulin pump will be returned for analysis.